Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that high out of range pace impedance measurements were record when it comes to this right atrial (ra) lead. No action was taken. No adverse patient effects were reported.